Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold outputs. This rv lead was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.